Event description:
It was reported that the reamers are becoming dull. No surgical delay

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device associated with this report was returned for analysis. Reviewing physical device it was found the grater head is dull. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.